Event description:
It was reported that a cage migrated post-operatively. Currently there's no information regarding patient prognosis or if a revision is scheduled.

Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device remains implanted in the patient. Complaint and manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. No additional information about the case was received. This resulted in no adverse consequences reported, according to the IFU: "early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain." Based on the limited information provided, root cause could not be determined. H3 other text : device remains implanted in patient.

Event description:
It was reported that a cage migrated post-operatively. Currently there's no information regarding patient prognosis or if a revision is scheduled.